Event description:
A surgeon reported a case of undercorrection, observed at one day post lasik treatment. Attempts have been made to obtain additional information, at this time no additional information has been received.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Attempts have been made to obtain additional information, at this time no additional information has been received. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Upon further follow up, the surgeon indicated residual astigmatism most likely will resolve on its' own, and no follow up intervention is needed.

Manufacturer narrative:
Additional information provided: investigation has been completed based on current information provided. Root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).